Manufacturer narrative:
Upon receipt, the pacemaker was subjected to a visual and mechanical inspection revealing scratches on the pacemaker housing. The mechanical inspection of the connector system showed no deviations from the specification that might explain any malfunction. All dimensions of the header bore were within range requested by is-2 standards. The set screw was effectively contacting the connector pin. The set screw could easily be screwed in and out. Also, the spring element for the electrical contact between the connector and the pacemaker channel did not show deviations. A sample lead connector could not be inserted and connected to the device easily. Upon incoming inspection, the pacemaker stimulated with the following parameter: ssir-mode/60ppm/3.6 v/ 0.4ms/unipolar. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional. The pacemaker was subjected to a long-term pacing test during which pacing pauses were not observed. In summary, this pacemaker did not show any sign of a material or manufacturing problem. It is completely within its specifications.

Event description:
Ous MDR - after an implantation time of about 45 months, a loss of capture was reported. The pacemaker and lead were replaced; patient was discharged the next day. Exact dates of implant and explant were not available.